Event description:
It was reported that the patient underwent a posterior interbody fusion at l5-s1 using rhbmp-2/acs. This was a revision surgery to remove hardware at l5-s1 and re-fusion of that failed fusion attempt. Screws from the prior surgery were touching the l5 nerve root, requiring removal. The patient went back to work after 6 months of rehab, and then worked for almost a year. Reportedly, the patient was unable to return to work due to increased pain and is on disability now. Myelogram and CT reports are reportedly showing bone growth around the l5-s1 nerve root. The patient has had four consults with spine doctors, and none are willing to do surgery, stating the risk is too high to remove the bone that is encased around the nerve root. The patient has a spinal cord stimulator, and is a possible candidate for a pain pump in the future. No additional information has been provided.

Manufacturer narrative:
Implant date: (B)(6) 2008. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information.

Event description:
It was reported that the patient underwent a posterolateral lumbar fusion at l5-s1 using rhbmp-2/acs combined with autologous bone, placed inside of peek cage. Following the surgery, the patient developed radicular right leg and back pain. Consequently, the patient underwent additional imaging. A CT dated (B)(6) 2009 demonstrated that the patient had developed heterotopic bone growth along l5-s1, severe narrowing of the spinal foramen, and disc bulge with moderate thickening of ligaments of the spine at l4-l5. As a result, the patient required an additional surgery to implant a spinal cord stimulator on (B)(6) 2010. The patient has never recovered from his surgery, and he has daily, disabling pain that prevents him from performing many basic activities of daily living.